Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 425 mg/dl at the time of the incident. Customer stated when battery got down to 1 bar they was not given low battery alert. Customer declined troubleshooting for self test. The insulin pump will not be returned for analysis.